Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of probe no longer accurate was confirmed. The probe has dropouts on the right side of the image. The probes cable sleeve is splitting at the strain relief due to a material failure of the rubber.

Event description:
It was reported that the probe no longer accurate after being dropped on floor. 15 may 2025: evaluation found the probe has dropouts on the right side of the image.